Manufacturer narrative:
Since the glidescope bflex 5.0 single-use bronchoscope was not returned to verathon for evaluation, the cause could not be determined. No lot number was provided, so no device history review was performed. The customer returned their glidescope core 10-inch monitor and their glidescope video baton 2.0 large to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core 10-inch monitor and the glidescope video baton 2.0 large and no issues were found; no fault could be reproduce. The units functioned as intended. Both devices were returned to the customer. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the image on the glidescope core 10 inch monitor screen was intermittently freezing. Another glidescope bflex 5.0 single-use bronchoscope was tried and the intermittently freezing issue continued. Another glidescope core 10 and glidescope bflex 5.0 single-use bronchoscope were brought from the other ICU and the intermittent freezing issue recurred. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.